Manufacturer narrative:
Patient information was unavailable from the site. Manufacturing date was unavailable at the time of filing. No parts have been returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that a notching was occurring on the probe from repeated use of a mallet and our handles. This results in the tracker sticking to the instruments. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.